Event description:
It was reported that a stone cone retrieval coil which was used in a therapeutic stone removal procedure on a pt exhibited resistance when the physician tried to open and close the device prior to the case. During the procedure, the physician was unable to close the cone. Then, when the physician attempted to close the cone outside of the pt, the coating of the device peeled off from the marker band. The exact date of the procedure is unk. The procedure was completed with said device and there were no complications reported with this event.

Manufacturer narrative:
This device is expected to be returned, but has not yet been received. Once the product is returned, a device evaluation as well as a device history review will be forwarded in a supplemental MFR's report.